Event description:
False positive result (s). I bought 3 for my kids and I. We all tested covid positive and a day and half later, we tested negative at doctor's office. Waste of money and inaccurate. Ruined our nye plans.